Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: correction/removal reporting number. The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege: on or about (B)(6) 2006, pt underwent a hip replacement surgery. During this surgery, pt was implanted with a depuy asr xl acetabular hip replacement system. Pt has allegedly experienced severe and constant pain, swelling, lack of mobility, damage to surrounding tissue and bone caused by inflammation, and/or pseudotumours. Additionally, pt might be advised to undergo add'l surgery to correct, remove and/or replace the device.